Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath. At the beginning, the sheath could be used without any problems. However, 20 minutes after insertion into the patient¿s body, the sheath could not advance though the atrial septum. When the sheath was observed, the tip of the sheath was folded. The issue was resolved by replacing the sheath with another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).